Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment.

Event description:
It was reported that the hahn tapered implant failed. The patient has type ii bones and a history of mild diabetes and controlled periodontal disease. The patient presented on (B)(6) 2022 for a primary procedure on tooth #4. The patient returned on (B)(6) 2022 within three weeks of placement without complaint. Upon examination, the provider noted that the implant was very loose, and the device was removed, and sutured. The implant site was rinsed with iodine solution to prevent infection from the two sutures prior to implant placement.

Manufacturer narrative:
Corrected data: b1, b2, b5, b6, b7, h1, h4, h6 CAPA 23-006 manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient has bone grade ii. The patient presented on (B)(6) 2022 for a primary procedure on tooth #4. The patient returned on (B)(6) 2022, within three weeks of placement, with no complaints. Upon examination, the provider noted that the implant was very loose, and it came out when it was checked. Per the provider, the implant failed to integrate initially. The implant was removed and replaced. No additional information has been provided.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6105609 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot# 6105609 available for review. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant 3.5 x 10mm (70-1154-imp0005) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has type ii bones and a history of mild diabetes and controlled periodontal disease. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. This complaint will be kept on record for track and trending purposes.